Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical treatment and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels dropped below 61 mg/dl while wearing the pod for more than 48 hours on the abdomen. Patent was at the airport and felt unwell. Patient stated the medical staff at the airport provided the patient with a manual injection that was unknown and some glucose tabs. The pod was removed and discarded. The patient's blood glucose, carbohydrate, and insulin history are as follows: (B)(6) 2020: time: 8:42am, bg(mg/dl): 157 mg/dl cho(g): bolus(u): changed pod, 11:42 am, 61 mg/dl; 2:12 pm, 113 mg/dl; 5;45 pm, 142 mg/dl; 7;12pm, 132 mg/dl; 8;13pm, low. 8:28 pm, changed pod.